Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Perforation, nausea, and pain are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after predilatation was performed on the distal and mid left anterior descending artery (lad), one xience v was placed distally. A 2.75x18 mm xience v was placed in the mid lad, after which a perforation was noted in the vessel. A 3.0x28 mm xience v stent was placed for treatment of the perforation along with long inflations of the stent delivery system balloon. Pericardiocentesis was performed for the bleeding into the pericardium. The patient experienced nausea and a pinch like pain when the perforation occurred. The patient is reported to be well after the procedure. No additional information was provided.